Manufacturer narrative:
A complete lead was returned for analysis. As received, the helix was retracted and could not be extended due to blood/tissue in the helix housing. After cleaning and by applying direct torque to the connector pin, the helix could be extended and retracted. The full helix extension length was within specification. The reported event was isolated to the blood/tissue in the helix housing. The reported events of inadequate readings and sensing issues were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The damage observed is consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, signal artifact was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement due to twiddler's syndrome. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received that undersensing was noted on the right atrial (ra) lead.